Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. No additional information was received regarding the outcome of the event. Customer declined troubleshooting and no follow up was needed from technical support.